Manufacturer narrative:
Batch review performed on 28 april 2021: lot 2002759: (B)(4) items manufactured and released on 10.jun.2020. Expiration date: 2025-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting instability due to laxity. The surgeon revised gmk-sphere tibial insert - flex s5l - 12 mm with a sphere insert flex left 13mm s5 to give the patient more stability. The surgery was completed successfully. On (B)(6) 2021, 1 month after revision surgery for instability, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.